Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to recurring incontinence. A new aus was implanted. No further patient complications were reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to recurring incontinence. A new aus was implanted. No further patient complications were reported.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use. Correction to block c2/d10.